Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (fse) dialed into server and confirmed that communication was resumed. The tss confirmed that there were no issues with the device, the system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server,new orders was not crossing over to pyxis. User mentioned the hsv prompt error "unexpected error" the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.